Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the cx. Cec adjudicated non- q-wave mi of the target vessel cx, 3rd udmi spontaneous, occured approximately 4 months post index procedure.